Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached premature battery depletion. It was additionally reported that the ipg had migrated. The device was explanted and replaced. No patient complications have been reported as a result of this event.